Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced a fall and x-rays confirmed that one of the leads (left lead) was fractured. As such surgical intervention was undertaken wherein the lead was explanted and replaced with a new one, thereby, restoring therapy.

Manufacturer narrative:
B3: date of event is estimated.